Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further review. Visual inspection found the tasp shim exhibits signs of wear and tear suggesting repeated use. One ball bearing and associated spring was not returned, thus confirming disassembly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A redesign of the persona tasp shim was conducted to prevent this occurrence. This device was manufactured prior to the re-design. Therefore, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product expected, not yet received.

Event description:
It was reported that the ball bearing was missing. It is unknown when the ball bearing became missing. However, it is believed to happen during the sterilization process. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number - 62790856; device available for evaluation: yes, however one (1) ball plunger is missing; device MFR date: 07/31/2014.